Event description:
Lead management case to extract one non-functional rv pacing lead. The patient presented to the procedure status post a failed extraction attempt of this lead that occurred in 1993; an unknown stylet was cut/cap inside of the lead. The physician attempted to insert an lld but was unable to advance it due to the medical device that remained in the lead. The decision was made to lock the lead with a cook bulldog and tie it distal to the bulldog with a suture. A 14f glidelight was able to be passed to the innominate vessel before ceasing progress. The physician then switched to an 11f tightrail mini which easily passed through the lesion. Once through the lesion the physician switched back to the 14f glidelight. Some additional progress was made but the decision was made again to change devices. Upon attempted removal of the device it was noted that the device was caught on the lead. A decision was made to cut the handle off of the laser sheath and place a visisheath over the 14f glidelight; this attempt was successful and the glidelight released from the lead. Another cook bulldog was placed on the bulldog that had been cut and sutures were retied for traction. A 16f glidelight was then used to successfully clear adhesions until reaching the lead tip. At this time traction was applied to encourage lead release from the myocardium. When the lead released from the cardiac wall a sudden decrease in blood pressure was noted. A sternotomy was performed revealing an atrial tear. The patient survived the intervention. This report is to reflect the 14f glidelight that became stuck on the lead; the injury reported in this event did not occurred after use of the 16f glidelight and was likely caused by the traction forces applied on the lead tip.

Manufacturer narrative:
Placeholder.